Event description:
Caller reported a cartridge alarm issue with their insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support (cts) confirmed the issue and arranged to send a replacement pump, instructing the caller to return the defective pump within 10 days to avoid charges. The caller was advised to continue using their current pump and multiple daily injections (mdi) as a backup therapy. Cts provided guidance on programming settings and connecting their continuous glucose monitor (cgm) to the new pump. Storage and return instructions were also given to the caller, who acknowledged understanding of all instructions provided.